Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently unable to charge, despite using multiple usb cables. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.